Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the battery compartment was cracked along the side of the pump. Unrelated to the issue, the pump cover and case paint were worn and peeling. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2017.